Event description:
Additional information received reported the cause was determined to be progression of parkinson's disease. Actions taken included a change in deep brain stimulation settings and medication dosage. Troubleshooting results indicated normal impedance.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient (pt) was experiencing intermittent/erratic therapy; the pt stated since implant ((B)(6) 2015) the therapy had not been working as well for the pt. The pt had been back to see the healthcare provider (hcp) and the hcp told them that the disease could be progressing. The pt stated they keep falling since implant. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.